Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What quality issue was experienced with the product? The ampule was broken while still in the packaging. There was dermabond glue in the in the packaging as well as a crusty yellow/brown material. Please provide the status of the device(s) as it has not been received for analysis. H3 evaluation: visual analysis of the returned sample determined that the device was received in an unopened package. However, black foreign material was observed within the packaging. The material appeared to be a plastic component that does not belong to the returned device. Upon inspection, the unit was found to contain a polymerized vial, and the ampule was observed to be broken. These findings indicate that the pen device was compromised. No conclusion could be reached as to what may have caused the black foreign matter. Due to the damages found on the device, the complaint is observed, a possible cause for these conditions is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported upon opening product on 4-may-2026 an issue was observed with topical skin adhesive. The product was visibly defective without opening the package. The product was never opened and was not used in surgery. Observed the defect while the product was on the shelf. Glue in the in the packaging as well as a crusty yellow/brown material. The device will be returned. Additional information has been requested.